Event description:
The customer reported that during use of an e9010 drill with this bur guard, "the handpiece jumped and ripped the pt's ear". The user facility reported the pt's injury as minor.

Manufacturer narrative:
Investigation results: conmed linvatec received 2 bur guards for eval on january 15, 2008 with a date code of feb03. The customer returned 2 bur guards because they did not know which bur guard was in use at the time of this event. An evaluation of each bur guard could not be completed because a bur would not fit into either bur guard for testing. Further investigation found each bur guard with a loose/broken bearing which prevented the insertion of a bur. In addition, conmed linvatec found no prior repair history for each bur guard, which was manufactured in feb. 2003. The instructions for use provide the user the following warnings: before each use, ensure the accessories are correctly attached to the handpiece. Overheating might occur if accessory bearings are worn or are not kept cleaned. Use only hall surgical accessories and attachments. Each guard is of specific length. Use appropriate bur for selected guard. The service interval for this bur guard is every 6 months. The customer will be provided additional info on the care and handling of this product. At this time, conmed linvatec is unable to get add'l info from the user facility regarding this event. The user facility reported the pt's injury as minor; however, it is unk if the pt received add'l medical or surgical treatment for this event.